Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the right spring on the cpc connector was displaced, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The cpc connector is a component that provides the interface between the drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that the right cpc connector (circular plastic connector) on the freedom driver had a displaced spring. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported issue of a displaced spring in the cpc connector was confirmed during the visual inspection of the driver's external components. Despite the displaced spring, the drivelines were able to be connected to a tah-t during investigation testing and the driver passed all test sections in freedom driver final test and acceptance procedure. It cannot be conclusively determined when the spring became displaced within the housing; however, the most likely root cause based on the available evidence is that the spring was displaced/became misaligned after a previous driver switch out. Syncardia has an open corrective and preventive action (CAPA) to address this issue with cpc connectors. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The cpc connector is a component that provides the interface between the drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that the right cpc connector (circular plastic connector) on the freedom driver had a displaced spring. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.